Event description:
The customer indicated the device prompted an unk "defib fault" message. During testing at zoll, the device displayed "defib disabled", "pacer disabled", "defib fault 72", and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow-up report when our investigation is completed.